Event description:
It was reported the patient underwent a successful total shoulder arthroplasty procedure. At the six month post procedure clinic visit, it was stated that the patient had symptoms suggestive a metal allergy, no other details were provided. The patient subsequently had an allergy test and the results found the patient to be "mildly reactive" to chromium. No other information was provided.